Event description:
Customer reported, the system displayed a power panel error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the control panel needs to be replaced.